Manufacturer narrative:
The insulin pump was received with constant failed self test alarm during self-test, problem isolated to reference board. The insulin pump was received with normal operating currents, the insulin pump passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
Customer's spouse reported via phone call that insulin pump alarmed failed selftest. Customer¿s blood glucose was unknown at time of incident. Customer's spouse stated that alarm did not occur during the rewind or prime sequence. Customer's spouse performed self test and passed the test. Customer advised to discontinue use of insulin pump and revert to back up plan as per health care professional¿s instructions. Insulin pump was returned for analysis.